Event description:
The customer reported to olympus, the image was poor when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation of bare wire was confirmed due to a faulty cable. Additionally, other evaluation findings include the following: error e224 (communication error) displayed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed.". "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.". "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation.". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus, the image was poor when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.